Event description:
It was reported that a dissection occurred. The target lesions were located in the left anterior descending (lad) and right coronary (rca) arteries. A 3.00 mm x 48 mm synergy was deployed in the lad successfully. A 2.50 mm x 48 mm synergy was then deployed in the rca and a flow limiting dissection was noted at the proximal part of the stent. A 3.00 mm x 24 mm synergy was deployed proximally, overlapping and covering the dissection. The procedure was completed and the patient fully recovered and was stable. It was further reported that the 90% stenosed, severely tortuous and moderately calcified rca lesion was pre-dilated with a 2.00 mm x 12 mm semi-compliant balloon. The 2.50 mm x 48 mm synergy was deployed successfully at 11 atm. The stent was post-dilated with a 2.50 mm x 12 mm non-complaint balloon and 2.75 mm x 12 mm non-complaint balloon proximally at 18 atm.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesions were located in the left anterior descending (lad) and right coronary (rca) arteries. A 3.00 mm x 48 mm synergy was deployed in the lad successfully. A 2.50 mm x 48 mm synergy was then deployed in the rca and a flow limiting dissection was noted at the proximal part of the stent. A 3.00 mm x 24 mm synergy was deployed proximally, overlapping and covering the dissection. The procedure was completed and the patient fully recovered and was stable.